Event description:
Customer reported false negative urine hcg results. No further details provided.

Manufacturer narrative:
Investigation: lot number (s): 3881b. Exp date (s): 02/2010. Control lot: 25miu/ml hcg urine control, lot: hcg090304-02. 100miu/ml hcg urine control, lot: hcg090521-01. 255.3iu/ml hcg urine, lot: hcg090526-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control. The 100miu/ml and 255.3iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification; customer's observation could not be reproduced with internal hcg controls. No false negative result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required at this time as no product deficiency was established.